Event description:
Reporter alleged obtaining the results of 455 mg/dl, 193 mg/dl and 186 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate prior ot obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.